Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while the patient was reviewing the drain volume in drain 1 of 5 of treatment. There were no alarms. Technical support assisted the patient with bypassing to fill 2 due to the large drain and the fill began. After fill, the cycler transitioned to the dwell cycle for 10 minutes. A review of the patient¿s drain volume on the cycler identified that the patient drained 32427 ml during drain 1 of the treatment. This drain volume is 1474% the patient's prescribed fill volume of 2200 ml. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event.